Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves, ventilator error and a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating disabled valves. Identification of issue has been done by analyzing problem description and device's logs. The evaluation of received logs confirms occurrence of technical error codes indicating disabled valves, ventilator error and a communication error. The customer repaired the device himself, hence the solution to the issue is unknown and it is not possible to know which parts have been found defective. This complaint has been decided to be reported to competent authorities, as the initial description - technical error code indicating disabled valves - might have underlying causes which represent a reportable event (e.g. Stop of ventilation). There was no patient harm. The root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 10/05/2020. Corrected manufacture date: 10/01/2020. Previous usage of device: unknown. Corrected usage of device: reuse h3 other text : 4111.

Event description:
Manufacturer's ref. #: (B)(4).